Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. Unable to verify charge battery alarm due to blank display anomaly. The following were noted during visual inspection: cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case near belt clip rails. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted blank display anomaly was confirmed during analysis due to moisture confirmed. Exposed to moisture damage confirmed. Unable to verify charge battery alarm due to blank display anomaly. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a charge /battery life that was less than expected; the battery cap was cracked/damaged. The customer reported no adverse events. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported receiving a replace battery alert or replace battery now alarm. The customer reported that the battery cap was loose, cracked, or damaged. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. Unable to verify charge battery alarm due to blank display anomaly. The following were noted during visual inspection: cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case near belt clip rails. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Blank display anomaly was not confirmed during analysis due to moisture confirmed. Exposed to moisture damage confirmed. Unable to verify charge battery alarm due to blank display anomaly. Unit received without the original battery cap. A test battery was installed and removed in the battery tube with no anomalies noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.